Manufacturer narrative:
It was reported by the patient's legal counsel that the patient underwent an irrigation/debridement and evacuation of hematoma of the right knee after a second knee revision on (B)(6) 2015. Subsequently, the patient underwent a two stage revision with the first stage removal of all implants and placement of antibiotic spacer on (B)(6) 2015.

Event description:
It was reported by the patient's legal counsel that the patient underwent an irrigation/debridement and evacuation of hematoma of the right knee after a second knee revision on (B)(6) 2015. Subsequently, the patient underwent a two stage revision with the first stage removal of all implants and placement of antibiotic spacer on (B)(6) 2015.